Event description:
It was reported that the stepped reamer chipped off the lip of the lag screw hole when the surgeon reamed into the nail. The surgeon replaced the nail to 125 x 12mm and finalized the operation without problem. He found that there was no problem with the target device, therefore, he doubted that the lag screw hole site shifted.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.